Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the maryland bipolar forceps instrument had a broken disk and was not recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing and no thermal damage observed during the procedure. There were no videos or images of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have multiple input disks broken. Input disk #5 and #7 was found completely detached from the base of the housing. Input disk #6 was also broken and was not returned with the instrument. The instrument was also found to have an engagement failure when placed on the in-house system. The instrument input failed to engage with the sterile adapter in multiple attempts, as a result of the multiple broken input disk. Additional observations not related to the customer reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument found to have an exposed electrode on one of the bases of the bipolar forceps grip. The instrument passed electrical continuity test. No signs of damage were noted on the conductor wire. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.067¿ - 0.211¿ in length and were not aligned with the tube axis.